Manufacturer narrative:
Additional narrative: no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
We have been informed by crawfords that this patient is deceased. The date of death is unknown. Unknown hip side; resurfacing; revision surgery did not take place. Update 9 june 2015: lot numbers provided, plus stem and sleeve details. Lot number for cup is still incorrect - file handler has been contacted. Update 11 june 2015: correct lot number received for cup.